Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was put on functional bench testing for one hour. The unit ran uninterrupted. The temperature was set at 37 degrees c, with heavy rainout. The unit ran up to the set temperature and consistently maintained that temperature for an hour. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
The customer alleges that the device will not heat. No patient injury reported.

Manufacturer narrative:
(B)(4). The device was received by the manufacturer for evaluation, but the results of the investigation are incomplete at the time of this report. The device history record investigation did not show issues related to complaint.

Event description:
The customer alleges that the device will not heat. No patient injury reported.